Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) began experiencing urinary leakage. The patient reported that the device was no longer functioning as intended. Fluid loss from the device was reported, and a hole was identified in the pressure regulating balloon (prb). A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.